Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that during a acl reconstruction, the metal tip of the serfas probe came off inside the knee. Allegedly, the doctor pulled the probe out and was able to retrieve the metallic piece from the pt. Another probe was immediately available and the procedure was completed successfully.